Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet system unexpectedly powered off, restarted, and began reconnecting to the cgm; engineering log review confirmed repeated device restarts without a determinable cause, and a replacement device was issued. Symptoms included no change in blood glucose. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included log analysis and review by engineering. Investigation of this device revealed restarts consistent with a malfunction of the pump electronics or power subsystem, with no evidence of user error and no adverse physiological effect observed. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the charging system.